Manufacturer narrative:
The catalog number is unknown. If received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to the superior end of the inferior vena cava (ivc) filter is at the l1-2 interspace which is juxtarenal and slightly suprarenal. The ivc filter is tilted posteriorly at the superior end and contacts the ivc wall and at the interior end it is tilted anteriorly and contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 5mm and reside within the soft tissues. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to the superior end of the inferior vena cava (ivc) filter is at the l1-2 interspace which is juxtarenal and slightly suprarenal. The ivc filter is tilted posteriorly at the superior end and contacts the ivc wall and at the interior end it is tilted anteriorly and contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 5mm and reside within the soft tissues. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, evidence per a CT scan, the superior end of the inferior vena cava (ivc) filter is at the l1-2 interspace which is juxtarenal and slightly suprarenal. The ivc filter is tilted posteriorly at the superior end and contacts the ivc wall and at the interior end it is tilted anteriorly and contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 5mm and reside within the soft tissues. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc and tilt of the ivc filter, in addition to device unable to be retrieved, with an unsuccessful percutaneous removal retrieval attempt approximately a year and four months after the filter was implanted. The patient further reports anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to the superior end of the inferior vena cava (ivc) filter is at the l1-2 interspace which is juxtarenal and slightly suprarenal. The ivc filter is tilted posteriorly at the superior end and contacts the ivc wall and at the interior end it is tilted anteriorly and contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 5mm and reside within the soft tissues. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. According to the medical records provided, approximately five years post filter implant, an axial computerized tomography (CT) of the abdomen and pelvis with coronal and sagittal reformatted images was submitted for review of the ivc, filter position, and related findings, revealing that the superior end of the cordis trapease ivc filter is at the l1-2 interspace which is juxtarenal and slightly suprarenal. The ivc filter is tilted posteriorly at the superior end and contacts the ivc wall and at the inferior end; it is tilted anteriorly and contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 5mm and reside within the soft tissues. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately five years post implantation. The patient reports perforation of filter strut(s) outside the ivc and tilt of the ivc filter, in addition to device unable to be retrieved, with an unsuccessful percutaneous removal retrieval attempt approximately a year and four months after the filter was implanted. The patient further reports anxiety related to the possibility the filter could get worse and or lead to other injury up to and including death.

Manufacturer narrative:
As reported, the patient had placement of the trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to the ivc filter is tilted contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 5mm and reside within the soft tissues. A CT scan done approximately 4 years post implant was reviewed and indicate that the superior end of the cordis trapease ivc filter is at the l1-2 interspace (juxtarenal) interspace. The ivc filter is tilted medially at the superior end and it does not contact the ivc wall. The infrarenal ivc filter is perforating through the ivc with multiple struts extending extraluminal. All the struts of the ivc filter perforate the ivc up to 6mm. One anterior strut perforates the ivc wall 6mm and contacts the bowel. Two medial struts perforate the ivc wall both 5mm and reside within the soft tissues. One posterior strut perforates the ivc wall 6mm and contacts the l3 vertebral body. One lateral strut perforates the ivc wall 6mm and contacts the bowel, and one lateral strut perforates the ivc wall 5mm and resides within the soft tissues. The report also noted that the original function of this ivc filter is permanent; therefore, it cannot be removed by a percutaneous approach. Per the medical records, approximately five years post implant, an CT scan revealed the superior end of the filter is at the l1-2 interspace which is juxtarenal and slightly suprarenal. The ivc filter is tilted posteriorly at the superior end and contacts the ivc wall and at the inferior end; it is tilted anteriorly and contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 5mm and reside within the soft tissues. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc and into organs, tilt of the ivc filter, and an unsuccessful percutaneous removal attempt was done approximately one year and four months after implant. The patient further reports anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc and organ perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to the superior end of the inferior vena cava (ivc) filter is at the l1-2 interspace which is juxtarenal and slightly suprarenal. The ivc filter is tilted posteriorly at the superior end and contacts the ivc wall and at the interior end it is tilted anteriorly and contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 5mm and reside within the soft tissues. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. According to the medical records provided, approximately five years post filter implant, an axial computerized tomography (CT) of the abdomen and pelvis with coronal and sagittal reformatted images was submitted for review of the ivc, filter position, and related findings, revealing that the superior end of the cordis trapease ivc filter is at the l1-2 interspace which is juxtarenal and slightly suprarenal. The ivc filter is tilted posteriorly at the superior end and contacts the ivc wall and at the inferior end; it is tilted anteriorly and contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 5mm and reside within the soft tissues. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately five years post implantation. The patient reports perforation of filter strut(s) outside the ivc and tilt of the ivc filter, in addition to device unable to be retrieved, with an unsuccessful percutaneous removal retrieval attempt approximately a year and four months after the filter was implanted. The patient further reports anxiety related to the possibility the filter could get worse and or lead to other injury up to and including death. Per the information received in the amended patient profile form (ppf), the patient additionally reports perforation of filter strut(s) into organs. Per the medical records provided, approximately four years and three months after the filter was implanted, the patient underwent a computed tomography (CT) of the chest. The reformatted images were later submitted for review of the ivc filter. The report findings indicated that the superior end of the cordis trapease ivc filter is at the l1-2 interspace (juxtarenal) interspace. The ivc filter is tilted medially at the superior end and it does not contact the ivc wall. The infrarenal ivc filter is perforating through the ivc with multiple struts extending extraluminal. All the struts of the ivc filter perforate the ivc up to 6mm. One anterior strut perforates the ivc wall 6mm and contacts the bowel. Two medial struts perforate the ivc wall both 5mm and reside within the soft tissues. One posterior strut perforates the ivc wall 6mm and contacts the l3 vertebral body. One lateral strut perforates the ivc wall 6mm and contacts the bowel, and one lateral strut perforates the ivc wall 5mm and resides within the soft tissues. The report also noted that the original function of this ivc filter is permanent; therefore, it cannot be removed by a percutaneous approach.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to the superior end of the inferior vena cava (ivc) filter is at the l1-2 interspace which is juxtarenal and slightly suprarenal. The ivc filter is tilted posteriorly at the superior end and contacts the ivc wall and at the interior end it is tilted anteriorly and contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 5mm and reside within the soft tissues. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.